Event description:
It was reported that blue flakes were seen when using the disposable cement sculp to scrape. The flakes did not come in contact with the surgical site. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon evaluation wear was observed on the sculps.

Manufacturer narrative:
A follow up report will be filed when the device is received and the quality investigation has been completed. Device not returned.

Event description:
It was reported that blue flakes were seen when using the disposable cement sculp to scrape. The flakes did not come in contact with the surgical site. There were no patient or user injuries, and no adverse consequences.